Manufacturer narrative:
Additional information: lot #1020970, exp date 06/30/2012. The patient went home and continued icing the area. Due to the numbness from the lidocaine he was unaware of the superficial burn resulting. The patient reported an area of eschar consisting of an area of 1 inch x 1.5 inches wide in the glabellar region. He was treated with antibiotics and antimicrobial silvadene cream to be applied twice daily. During follow-up the clinical coordinator reported the patient was seen in follow-up and the affected area is healing well. He will continue to monitor the patient. A review of the device history records indicates reported lots #1016533 and #1020970 met all specifications prior to release.

Event description:
The patient was injected with radiesse dermal filler in the nasolabial folds and glabellar area and developed swelling and numbness from the glabella down to the left eye area. The patient used an ice pack to reduce the swelling over an extended period of time causing a superficial burn.